Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at the device change it was noted that the lead had low impedance and was unable to capture or sense. The lead was capped and was not replaced. No patient complications have been reported as a result of this event.